Manufacturer narrative:
One used sample was returned for evaluation. Visual inspection observed a tear in the cuff surface. Functional testing was performed by inflating the cuff using a syringe and fully submerging the unit under water to detect for possible leaks. Bubbles were observed to escaping from a fine tear. It is unknown the length of time this unit was in use. A walk-through of the manufacturing floor and process review was performed by the quality engineer during run of lot 308131 in order to review the leak test and packaging operations. No discrepancies were found and it was observed that manufacturing procedures were being followed appropriately. It was also verified that there were no sharp edges used on production line, on leak test and packaging operations that could potentially damage the cuff. The instructions for use state that the integrity of the cuff and inflation system should be checked prior to insertion. Instructions for use also warn to guard against cuff damage by avoiding contact with sharp edges. The most probably cause of the event is that the cuff became damaged during use. Although these products are 100% leakage tested in manufacturing process and designed to be as robust as functionally possible, puncture of the tube cuff during use is an inherent risk when using any tracheostomy product.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that during use air leaked. No information provided regarding how long the device was in use prior to this event. No adverse health outcome resulted.